Event description:
Pt underwent resection of lung mass. Upon attempt at closing pt with stapler gun, staple closed around tissue without difficulty. Stapler fired and cut without difficulty, but staples would not close down, causing lung laceration (right upper lobe). Pt bled 800-900cc. Repair of staple line performed using 2-0 prolene suture. Chest had small airleak after surgery-treated with chest tube to suction. Chest tube discontinued 7/02.